Manufacturer narrative:
Visual examination of the returned device noted signs of operative use. No material defects or other abnormalities were observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(4) 2016, surgery for scoliosis was performed using the expedium system. The fixed area was t11 ¿ l4. Recently, surgeon confirmed through an x-ray that set screws (part#: unk) fixed at caudal end were loosened and that rods had moved in upper position, resulting in loss of the corrective force. The surgeon decided to conduct re-operation next week because such loosened set screws might contact the heart of the patient. He will use non-j&j replacements at the re-operation scheduled next week.